Manufacturer narrative:
Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eb-1570k. In the event reported, the user stated that the device have no image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-50925) which was submitted. Therefore, MDR (9610877-2022-00245) filed on february 13, 2022 is considered a duplicate report.